Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there was damage to the tube and a crack on the plug unit which resulted in water tightness being lost. It was also noted that foggy image occurred due to damage to the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had an image problem/blackout. It was noted that the issue occurred during a diagnostic gastroscope. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device unit was broken during user handling due do leak at the channel tube, or anomaly occurred in electrical components due to leak at the scope connector. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.